Manufacturer narrative:
The customer returned the enf-vh flexible scope serial #: (B)(4) for evaluation due to ¿peeling at distal end¿. Visual inspection on the received condition was performed. The evaluation determined that the device has missing portions, cracking, nicks, scratches on both ends of the bending section cover glue from the distal end and insertion tube side. The missing portion of the glue/cement was not returned. In addition, the damage on the bending section cover glue caused a leak from the distal end side. The device failed the leak testing. In summary, the reported issue was confirmed. The damage on the bending section cover glue is due to mishandling.

Event description:
It was reported that the scope has peeling at the distal end.